Event description:
Upon completion of the standard three-piece deployment, an angiogram was performed that documented a distal type I endoleak around the distal end of the left iliac leg graft. A repeat inflation of the molding balloon was utilized to attempt to seal the endoleak, but was unsuccessful. Due to the limited amount of distance from the distal end of the iliac leg graft to the left hypogastric artery, a main body extension was utilizied to extend the graft further into the left common iliac artery. The device was implanted, landing just above the left hypogastric artery. A repeat angiogram was performed with no evidence of endoleak.